Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "feels more pain on that side than in the left breast". Later patient report ¿implants harden". Later healthcare professional, through patient, reported "pain, feels more pain on that side than in the left breast + hardening + breast deformity", capsular contracture baker grade IV and "radial folds". This record is for right side. The device remains implanted.